Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Territory manager reported via email that the customer had called and stated that he is unable to read the display on the insulin pump and requested the device to be replaced. The customer was contacted via phone call and the customer reported that the insulin pump has a partial display; it has missing segments and he is unable to see the screen. The customer stated that he has changed the battery multiple times and anomaly persists. It was unable to perform the selftest due to the partial display. Blood glucose value was 250 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.